Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a low readings issue was reported with the adc freestyle libre sensor. Customer's wife reported that her husband had been using the adc freestyle libre sensor for over a year and a half and was still giving inaccurate readings. On the day of report, customer received a sensor scan of 67 mg/dl compared to a reading of 137 mg/dl obtained on a competitor meter. However, there was no report of any adverse event associated with the reported issue. No self or third party treatment was reported. There was no report of death or permanent injury associated with this event.